Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02096. It was reported the patient underwent surgical intervention on (B)(6) 2020. During the trial procedure, it was observed the leads were unable to get into the epidural space due to patient¿s anatomy, and thus the physician was unable to implant trial leads. As a result, the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.